Manufacturer narrative:
The complaint was not confirmed. A review of the device history record revealed no manufacturing variances related to this event. The cause of the complaint could not be determined due to the device not being returned.

Event description:
Dr. Is a regular user of this model of rf needle and on these two occasions, when bending the needle to fit into the CT gantry, there was a break between the flexible and rigid needle parts. On one, the electrodes encapsulated within the trocar were exposed during the rfa treatment.